Event description:
It was reported by the affiliate that when the device was used during an unknown procedure, it would not cut. It is unknown how the case was completed. There was no consequence to the pt.